Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: there was no issue to remove the device from tissue. Only one staple appeared to be unformed and was removed from tissue. No further info is available. Based on the photographic evidence the potential cause for the subject single malformed staple could not be determined the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during an unknown procedure one staple was not formed and could be removed. No further information is available. There was no patient consequence reported. The procedure was completed with same like device. Device has been discarded.